Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2013 and suture was used. Three days post operative, the wound dehisced. The patient was taken back to the or on (B)(6) 2013 to have the wound reclosed. Additional information has been requested

Manufacturer narrative:
Date sent to the FDA: 09/13/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information: it was reported that a patient underwent a cesarean section on (B)(6) 2013 and suture was used to close fascia. Three days post operative, the wound dehisced. The patient was taken back to the operating room on (B)(6) 2013 to have the wound reclosed with a different type of suture. Two weeks later at the post operative follow up, the patient¿s incision was healing well and the fascia had good integrity.

Manufacturer narrative:
This follow up medwatch is in response to (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. Pre-test visual observations, fixation tab measurements, and tensile testing were completed on all nine strands. The remarkable features noted in the visual observations were found not to be detrimental to the mechanical properties of the fixation tab.